Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. The customer alleged that the pump was not functioning correctly; however, the customer did not respond to multiple attempts made by tandem¿s technical support to obtain additional information and troubleshoot, and the alleged root cause could not be confirmed.